Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
Related manufacturer reference number:1627487-2023-05602. Related manufacturer reference number: 3006705815-2023-07649. It was reported that both patients leads had migrated. As a result, surgical intervention was undertaken on 31 october 2023 wherein both patients leads and ipg were explanted and replaced to address the issue. The reason for ipg replacement is unknown.